Manufacturer narrative:
The meter was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer was not sure if the meter had been dropped; there was no visible damage to the meter or the display screen. The meter charges normally and was reset but the display issue persists. The meter powers on as normal.

Event description:
The initial reporter complained of "very large black lines" across the middle of the screen for accu-chek inform ii meter with serial number (B)(4). The customer states that no patient results have been misinterpreted due to the issue. The lines across the display could, however, affect the interpretation of patient results. There was no allegation that an adverse event occurred.